Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a representative of the patient that an audible alert had been emitting from the patient's implantable cardioverter defibrillator (ICD) for the past four weeks. The patient has been admitted to the intensive care unit (ICU) and it was indicated the device was "failing". The ICD remains in use. No patient complications have been reported as a result of this event.